Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance is affected. It is unknown if a trauma or accident occurred. There is no report of any medical problem.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Furthermore, an incomplete insertion at the time of implantation seems likely. The irc does not specify the insertion depth. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users hearing performance with the device was affected. The user was re-implanted.

Event description:
The user_s hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information. According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, an incomplete insertion at the time of implantation seems likely. The irc does not specify the insertion depth. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.